Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -11.0/0.5/078 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2024. The surgeon reports there is postop hyperopic residual refraction with some astigmatism and persistent high vault. The patient is bothered by the residual refraction and is booked for an icl exchange. Lens remains implanted.

Manufacturer narrative:
H11- disregard initial MDR as claim is n/a. Claim#: (B)(4).